Event description:
On (B)(6) 2015 - the end user reported that the device caused blisters, it pulls her skin when she takes it off, and it left her with a scar. The end user stated she put it on her leg and felt a burning sensation like fire.

Manufacturer narrative:
Aso reached out to the end user, no response. There was no product returned or lot number on the report.